Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that etco2 does not turn on when the cable is connected and also fails opcheck for etco2. There was no pt involvement.